Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they saw the temperature screen on the recharger- antenna too hot to work properly, unable to recharge; 37751 error. There were no known environmental, external, and patient factors that may have caused the event. For troubleshooting, they stopped charging and allowed device to cool down, removed extra clothing and allowed skin to cool down. Still occurred numerous times after. It was noted that the issue was resolved at the time of the report. The device will be replaced in the future.

Manufacturer narrative:
Continuation of d10: product ID: 37751, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), h3. Analysis was performed on [product ID: 37751, serial/lot #:(B)(6)] analysis found that there was a recharge antenna failure, confirmed defective recharge antenna. Would not communication with known good test ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 g2. Foreign: au. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.